Event description:
It was reported by the customer that when using the bd pyxis medflex 1000 system keyboard was failed. The customer attempted to enter the validation code, but certain keys did not register. At least the "e" and "I" keys were not working, caused unable to issue medication. There were no delay and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. The technical support specialist logged in remotely, entered validation code given by customer. The customer was able to issue needed item successfully. The field service engineer then replaced keyboard to resolve. The system functioned as intended after the field service engineer repaired the device.